Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level ranging from 247 to 300 mg/dl. Reportedly, the customer required the assistance of a school nurse to remove the pump. The school nurse directed the customer to utilize insulin pens as alternate therapy. Reportedly, the contact reviewed the pump history with tandem technical support and was confident that the pump was operating as intended. Reportedly, the customer resumed therapy via the pump.